Event description:
The customer reported that the system did not xray. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found one pin broken and cable damaged in the middle. The system was repaired, found to be operating as intended, and released to the customer for use.